Event description:
Consumer initially reported complaint for error message (e-5). The customer was unable to provide the complete meter serial number due to a vision issue unrelated to diabetes. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix air meter. The customer was concerned with the result obtained. The customer¿s expected am fasting blood glucose test result is 400 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/22/2023 and test strips were opened one month prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 20-jun-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.